Event description:
It was reported the patient began experiencing intermittent epileptic seizures yesterday. A cap study was done today. They aspirated 10cc of clear fluid from the cap with no issues and sent it to the lab to be tested as they were concerned about infection. There was no noted increase in spasticity nor any other symptoms. The pump was used to infuse baclofen. It was further reported the catheter and pump seemed to be working as expected per the hcps (healthcare professional) report; including good aspiration, dye study normal and catheter where expected and no active alarms. They were currently looking for other causes for the patients symptoms. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).